Manufacturer narrative:
(B)(4). Date sent: 10/27/2025. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Video analysis: this is an analysis of one video and photos submitted for evaluation. During the visual analysis, the following was observed: the video and photos shows what it seems to be a staple line and over the staple line an orifice, however due to the tissue present on the staple line it is not possible to determined if the staples formed properly. Based on the video and photos, the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? How did the incident was solved? Yes, patient is recovering well, and was discharged of hospital on the next day after surgery. There was no change in postoperative care. Patient evolved uneventful. The firing sequence was complete. The device delivered staples the staples formed properly. But there was a failure on continuity of staple line patient needed a mini-laparotomy through a transverse incision, after that we needed to do the resection of 12 cm of jejunum and perform a hand-sewn enter anastomosis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the failure on the continuity of the staple line observed immediately after firing or later during the operation? What is the product code of the stapler used with this cartridge? What does the surgeon believe may have led to the failure on the continuity of the staple line? What is the current status of the patient? Additional information received: images consistent with disrupted staple line. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass procedure the clamp line opened completely after anastomosis in the intestinal loops.